Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced a high blood glucose. Customer¿s high blood glucose value was 600+ mg/dl at the time of incident. Customer stated that the blood glucose was running very high 400 mg/dl and up. Customer stated that the around 12 noon the blood glucose value was 235 mg/dl. Customer had a symptom like nausea, vomiting, abdominal pain and difficulty in breathing from head to toe and customer feel hard to walk. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was not calling back to perform a high pressure test. Customer declined to perform the high pressure test customer was not insisting on insulin pump replacement. Based on customer report customer does not allege insulin pump was under delivering. The device will not return for the analysis.